Event description:
This was spontaneous report received from the literature article entitled comparison of commercial fibrin sealants in facelift surgery: a prospective study, botti g, pascali m, botti c, bodog f, gentile p, cervelli v.; clinical, cosmetic and investigational dermatology 2013;6:273-280. The aim of this study was to compare the effects of two types of fibrin glue in pts undergoing facelift surgery between june to october-2010. This prospective, controlled "right-left side" study was carried out in 20 pts. The two fibrin sealants used were quixil and tissucol. The two sealants were used at the same time, one on one side of the face and the other on the contralateral side. Comparisons were made with regard to rates of hematoma and seroma, degree of induration, edema, ecchymosis, pain levels, and pt satisfaction. This report concerns a male pt of unspecified age from italy. The pt's height, weight and medical history were unspecified. The pt was treated with quixil (human clottable protein/human thrombin) (solution, topical), amount unspecified, sprayed via omrix pressure regulator, initiated on an unspecified date in 2010 for the treatment of face lift (off label use). No concomitant medications reported. Non- company co-suspect included tissucol (unspecified, topical) amount unspecified, sprayed on the opposite side, initiated on an unspecified date in 2010 for the treatment of face lift. On an unspecified date in 2010, the pt experienced a significant hematoma (40 ml). The pt was taken back to the theater, where the arteriole responsible for the bleeding was identified and quickly cauterized. The reporter state that the bleeding was most probably due to a sudden rise in blood pressure (hypertension) during the immediate post-operative period (180/100 mmhg upon awakening from anesthesia). The action taken with omrix pressure regulator, quixil and tissucol was unspecified. The outcome of rise in blood pressure was unspecified and the pt recovered from the hematoma on an unspecified date. This report is serious (medically significant). This is a reportable case. This case is linked to drug/device case (B)(4). This case, from the same reporter is linked to (B)(4).